Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction and difficult to position problems.

Event description:
It was reported that this lead was an attempted implant due to non-specific product performance issue. A new lead was successfully implanted. No adverse patient effects were reported. Subsequently, additional information was received indicating that the physician was attempting a left bundle branch implant with this lead and was experiencing difficulties in positioning. Helix was not retracting after 3 attempts; therefore, the physician decided to use a new lead. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to non-specific product performance issue. A new lead was successfully implanted. No adverse patient effects were reported. Subsequently, additional information was received indicating that the physician was attempting a left bundle branch implant with this lead and was experiencing difficulties in positioning. Helix was not retracting after 3 attempts; therefore, the physician decided to use a new lead. No adverse patient effects were reported.

Event description:
It was reported that this lead was an attempted implant due to non-specific product performance issue. A new lead was successfully implanted. No adverse patient effects were reported.